Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging ant icon appears in place of continuous-glucose-monitor reading. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 06/07/2016 with the following findings: the transmitter successfully paired with a test pump and was able to calibrate appropriately. The pump alarmed with a transmitter-out-of-range alarm within 2 hours of exercise testing. A transmitter battery failure was determined.

Manufacturer narrative:
Follow-up #1: date of submission: 06/07/2016. Additional information to serial # based on product returned.